Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse consulted with the staff in the cathlab where it was stated that the ICU reported that the iabp stopped working and the waveforms flat-lined. The fse was unable to reproduce the reported issue. The fse then reviewed the logs and found that there was no major fault code record. The fse checked for any signs of fluid infiltration and found no evidence of fluids on outside exterior or inside interior. The fse functional tested without any failures or issues. The fse performed safety, calibration, and functionality checks to factory specifications and the unit was released to the customer and ready for use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down . The rn, called for assistant , at that time a maquet balloon (sensation plus 50cc) was also being used. She reported that the pump suddenly made a very loudboone1522!!! Noise and shut down. She verified the pump completely turned off. The rn was advise to print an alarm history strip which did not reveal any alarms. The rn was instructed on switching out the console at her request then she provided complaint information. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.